Event description:
On (B)(6) 2010, patient and her clinic nurse reported the patient has been experiencing a concern with her infusion device. Patient reported her infusion device has been giving first an a1 (cartridge low) alert when her insulin cartridge has about 20 units of insulin left. Patient stated a few minutes later, she will get an e4 (occlusion) error. Patient stated she will check her cartridge and it still has about 15-20 units of insulin remaining. Patient reported she is not receiving an e1 (cartridge empty) alert. Patient does adjust the piston rod when changing the insulin cartridge. Patient stated this has occurred 4 times since (B)(6) 2010. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.